Event description:
Unable to suction patient secretions, observed large tear in plastic sheath of suction catheter; suction catheter was changed - no harm to patient. The kimvent system had been used for less than 24 hours before the reported event was observed.